Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the packs appear to have kinked lines. There were two occurrences of this event. The event did not cause delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device. A device from a similar complaint was evaluated, and the kinking was confirmed. In the related complaint, kinking occurred due to layering and line placement, which was built according to customer preferred specification. The pack will be inspected during the next build, and layered to prevent kinks. The complaint will be included in associate awareness training. There have been no previous complaints for this pack. There was no lot number provided; therefore, a review of the device history record was not conducted. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).